Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the therapy connection sensing cable was disconnected from the therapy pcb assembly. Physio reconnected the sensing cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not detecting the paddles lead. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.